Event description:
Three minutes into the run, the operator noted blood leaking from the centrifuge. The procedure was immediately stopped. Inspection of the centrifuge compartment revealed that the multi-lumen tubing located near the lower collar holder had completely broken apart from completely set and had pulled out from the protective sleeve. No warning alarms had occurred prior to the break. Pt info is unavailable at this time. Caridianbct is awaiting the return of the device. This report is being filed in response to the customer filing a sae report with the FDA (report # (B)(4)). The customer report was found during a routine search of the maude database.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Disposable set return status: the disposable sets were returned for evaluation. Both of the sets showed visible evidence of a lower hex misload. On each set, a small mark was found on the hex indicating that the part was not inserted properly into the latch. During the run, the lower hex sleeve came out of the latch causing the "ears" between the sleeves and bearings to shear. This allowed the sleeves to become worn by the spinning assembly. Root cause: the physical indicators on the returned disposable sets clearly show that the hex portion of the lower collar was incompletely seated into the filler latch. The result of this loading deficiency is typically an early-in-run failure of the tubing set due to the hex escaping from the filler latch and causing a separation between the lower loop sleeve and the braided bearing which exposes the 4-lumen tubing of the loop to the spinning centrifuge and results in a blood leak. Visible damage to the lower loop sleeve confirms this event cascade. This failure mode tends to occur very soon after the hex comes free of the filler latch. The spectra optia machine will alarm, with a centrifuge pressure high alarm, if the 4-lumen is twisted sufficiently to occluded the wb inlet line (red). This alarm is not specifically designed to prevent all failures of the disposable in the centrifuge as damage may occur leading to a leak prior to the pressure reaching the alarm limit. Upon the presence of any leak in the centrifuge, the leak detector is triggered and immediately stops pumps, closes valves and stops the centrifuge motion. This behavior limits the potential blood loss to the extracorporeal volume of the disposable set, approx 185ml wb equivalent for the exchange disposable set. This blood volume is less than half of a single whole blood unit given in donation. This volume of blood loss can be tolerated based on the physician's decision that the ecv for the procedure is acceptable without the need to perform a blood prime of the system from a type matched donor unit. For these reasons, a centrifuge leak failure is not considered a patient safety issue.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A follow-up report will be provided.